Event description:
Thyroid followed by hashimotos. Symptoms include, fatigue, blurry vision, hair loss, eyebrow loss, inflammation, random pain without injury, weight gain, exhaustion, confusion, skin issues, horrendous stomach/intestinal issues.